Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient has a loss of connection. There was no report of injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 08/03/2016. Complaint for a loss of connection was confirmed. The root cause could not be determined post investigation. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test showed no failures related to the customer's complaint. A pairing test was performed and the test passed. The reported event of loss of connection was confirmed. The root cause could not be determined.